Event description:
It was reported that the patient presented in clinic. It was discovered that the patient's right ventricular (rv) lead had noise resulting in high ventricular rate episodes and noise reversions. The noise was not reproducible with pocket stimulation. Programming changes were made to address this issue. The patient was in stable condition.